Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. X-ray images showing the initial stent placement procedure were provided for evaluation. On the basis of the evaluation of the images, there is no indication for an irregular stent placement or a defect of the stent. No indication for a relation between the device and the reported restenosis could be identified. Potential contributing factors to the reported event been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis can be caused by various factors and may occur even inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, hyperproliferative response to vessel injury caused by angioplasty and the foreign body reaction, or abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors to the reported event. As reported, pre- and post-dilation were performed. On the basis of the images provided, a definite root cause for the reported event reported could not be identified. The IFU supplied with this device indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU sufficiently describes the correct stent placement procedure. The IFU also states that post stent expansion with a pta catheter is recommended and that pre-dilation of the lesion should be performed by using standard techniques.

Event description:
It was reported that 17 months post implantation of the vascular stent in the left proximal sfa for treatment of four different lesions (75 % to 90 % stenosed, non-calcified), the patient complained about claudication and an in-stent restenosis was detected. As reported, the target site had been pre-dilated with 4 different balloon catheters (size: 4 mm) with a residual stenosis of 30 % prior to stent placement and post-dilation was performed with a drug-eluted balloon (size: 5 mm) with a residual stenosis of 0 %. A percutaneous procedure was performed for patient treatment. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The investigation of the event is currently ongoing. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that 17 months post implantation of the vascular stent in the left proximal sfa for treatment of four different lesions (75 % to 90 % stenosed, non-calcified), the patient complained about claudication and an in-stent restenosis was detected. As reported, the target site had been pre-dilated with 4 different balloon catheters (size: 4 mm) with a residual stenosis of 30 % prior to stent placement and post-dilation was performed with a drug-eluted balloon (size: 5 mm) with a residual stenosis of 0 %. A percutaneous procedure was performed for patient treatment. There was no reported patient injury.